Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following the procedure the patient developed an infection at the incision site. Symptom of drainage from the incision site were noted. The patient presented to the emergency room and was administered with antibiotics.

Event description:
It was reported that following the procedure the patient developed an infection at the incision site. Symptom of drainage from the incision site were noted. The patient presented to the emergency room and was administered with antibiotics. Additional information was received that the patient did not have an infection. No further information has been obtained despite good faith efforts.

Event description:
It was reported that following the procedure the patient developed an infection at the incision site. Symptom of drainage from the incision site were noted. The patient presented to the emergency room and was administered with antibiotics. Additional information was received that the patient did not have an infection. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.